Manufacturer narrative:
H2-dimensional inspection of returned shell component found device to meet all specification requirements. Additionally, a review of the production batch records for this lot found dimensions to have meet specification requirements. No further investigation is planned.

Event description:
Revision surgery was performed on 7/29/96 to remove the subject bipolar liner component and a bipolar shell component 85-8262, MDR report# 1219655-1996-0014, following dislocation of the inner head from the liner component. The need for revision surgery has not been attributed to the inner head which was not removed. Reference 1219655-1996-14.